Manufacturer narrative:
Other text: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the oxygen was out of specification. Discovered during testing/preventative maintenance (pm). No patient involvement.

Manufacturer narrative:
**UDI related data quality updates only**

Manufacturer narrative:
Additional information is provided for h.2., h.3., and h.6. One sample was received for evaluation. Functional testing was performed, and the reported issue was not confirmed. The root cause is unknown; the complaint could not be replicated. The service history review identified there was no indication that the complaint was related to a service of the device within the review period. Product is beyond a year from manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history review was not performed. For all enquiries or follow-up questions related to the record, do not use (B)(4) located in sections g.1., please direct those to the following: (B)(4).